Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical record alleges that the patient underwent port implantation. Nine months later, the patient was diagnosed with sepsis, enterobacter cloacae, raoultella planticola. Therefore, it can be confirmed that the patient experienced sepsis and bacterial infection. Furthermore, the clinical condition alleged in the complaint can be confirmed. Based upon available information, the definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed with bacterial infection, sepsis and pulmonary embolism. Reportedly, the infected port was removed, and new port was implanted. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection, sepsis and pulmonary embolism. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported infection, sepsis and pulmonary embolism issues as no objective evidence was provided for review. Furthermore, the clinical event alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: device not returned.